Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), endometritis ('endometritis') and menorrhagia ('menorrhagia') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included pre-menstrual tension syndrome, uterine bleeding, endometritis, adenomyosis, vaginitis and endometrial ablation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 14 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder / urinary") and bladder disorder ("bladder / urinary"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy and endometrial ablation with novasure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract disorder and bladder disorder had resolved and the vaginal infection and depression outcome was unknown. The reporter considered anxiety, bladder disorder, depression, endometritis, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result : essure device was successfully occluded. Concerning the injuries reported in this case, the following one was reported via medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- bladder / urinary. Outcome of event vaginal haemorrhage, menorrhagia, pelvic pain were updated. Reporter information were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), endometritis ('endometritis') and menorrhagia ('menorrhagia') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included pre-menstrual tension syndrome, uterine bleeding, endometritis, adenomyosis, vaginitis and endometrial ablation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 14 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder / urinary") and bladder disorder ("bladder / urinary"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy and endometrial ablation with novasure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract disorder and bladder disorder had resolved and the vaginal infection and depression outcome was unknown. The reporter considered anxiety, bladder disorder, depression, endometritis, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result : essure device was successfully occluded.. Concerning the injuries reported in this case, the following one was reported via medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), endometritis ('endometritis') and menorrhagia ('menorrhagia') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included pre-menstrual tension syndrome, uterine bleeding, endometritis, adenomyosis, vaginitis and endometrial ablation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 14 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder / urinary") and bladder disorder ("bladder / urinary"). The patient was treated with surgery (B)(6) 2017 hysterectomy with bilateral salpingectomy and endometrial ablation with novasure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract disorder and bladder disorder had resolved and the vaginal infection and depression outcome was unknown. The reporter considered anxiety, bladder disorder, depression, endometritis, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result : essure device was successfully occluded.. Concerning the injuries reported in this case, the following one was reported via medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- bladder / urinary. Outcome of event vaginal haemorrhage, menorrhagia, pelvic pain were updated. Reporter information were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), endometritis ('endometritis') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included pre-menstrual tension syndrome, uterine bleeding, endometritis, adenomyosis, vaginitis and endometrial ablation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 14 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy and endometrial ablation with novasure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, vaginal infection and depression outcome was unknown. The reporter considered anxiety, depression, endometritis, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result : essure device was successfully occluded. Concerning the injuries reported in this case, the following one was reported via medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received events " abnormal bleeding (vaginal, menorrhagia),infection (bladder/ urinary tract/vaginal) type: vaginal,pain, psychological or psychiatric problems condition: depression and mental anguish, she did not undergo essure confirmation test,endometritis" were added. Outcome of event " pain" was updated as recovering. Medical history, reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.